Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced rapid battery depletion, with the device losing approximately 30% charge over a 12-hour period despite correct charging and a solid green charging indicator. Symptoms included no adverse clinical effects and no alarms or alerts. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device engineering logs and confirmation of battery performance decline. Investigation of this device did not revealed abnormal battery performance consistent with premature battery capacity loss in the pump assembly, leading to accelerated power depletion. It was concluded, based on previously established findings for similar reports, that the cause was not a device component failure of the battery subsystem.